Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had air in line. The following information was provided by the initial reporter: reports of air-in-line alarms with visible air noted past the distal end of the ¿pump¿. Ail alarms have occurred within 20 minutes of the start of an infusion or midway through the infusion. Staff reported IV set is properly primed with no visible air bubble noted in the tubing when loading the IV set. Sometimes see a bolus of air and minuscule bubbles. Have also experienced ail alarms with secondary infusions. This has happened more than once with multiple devices.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.